Event description:
It was reported that the patient's pacemaker exhibited far r oversensing. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.